Event description:
It was reported that the left bundle branch lead was implanted and plugged into the pace/sense portion of the high voltage port. The left bundle branch lead was noted with t-wave oversensing (twos), and the twos was cutting the heart rate in half, though the patient was asymptomatic. Reprogramming of blanking post ventricular pace, rv sensitivity, and attempted both bipolar and tip to coil sensing vectors. However, the twos continued. The physician decided to deactivate tachy therapies and programed device to pacing in ventricle with sensing and response to sensing, off, and 70 beats per minute (bpm). The patient was seen for pre-discharge check the following day which showed the twos had resolved on its own. It was indicated that the likely cause of issue to be electrolyte imbalance. The left bundle branch lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 7122 lead, implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.